Event description:
It was reported that the introducer had a "crack" that leaked and it could not be used with a pa catheter. There were no patient complications reported.

Manufacturer narrative:
One hemostasis-type introducer with the dilator was returned for evaluation. A visual examination found that the wiper gasket was missing from the valve housing. Leak testing was performed with and without a catheter inserted and leakage was observed with the catheter inserted. No leakage observed when the catheter removed. This condition will allow leakage with a catheter inserted through the introducer valve. The wiper gasket may have been dislodged from the valve housing if the dilator was not inserted straight through the valve housing as shown in the product IFU. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. A review of the manufacturing records indicated that the product met specifications upon release. Review of the available information suggests that device handling may have contributed to the failure reported. No actions will be taken at this time.